Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient let his batteries run down yesterday in order to check to see how long it would last for. It was noted that the patient rarely goes on power module, therefore it is likely that the patient did safety test on batteries. It was reported that low flow events were observed in the patient's log file history. The patient did not recall hearing any alarms. It was reported that a CT scan that was performed noted that there was focal narrowing at the connection of the inflow conduit to the ascending aorta with a minimal luminal diameter of 9mm. A CT scan that was performed at another hospital noted malposition of the outflow graft. It was reported that the patient's system controller was working properly now after being placed on power module and the alarms cleared. A review submitted log file revealed that there were three separate events of low flow alarms that occurred on (B)(6) 2014 while connected to battery power. The system controller also captured several yellow wrench alarms on the same day while connected to battery power. It was advised that the system controller self-test not be performed while connected to battery power.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the report of low flow alarms was confirmed based on a review of the submitted log file. However, a correlation between these alarms and the pump could not be determined through this evaluation. The report of narrowing at the opening of the inflow conduit and a malpositioned outflow graft could not be confirmed; as the pump remains ongoing supporting the patient. Images of the patient¿s CT scan were not provided. It was reported that the patient¿s system controller, (B)(4), was exchanged for evaluation. A full functional test was performed and the controller passed all test steps. The system controller was operated overnight while connected to a mock circulatory loop with no alarms noted. A correlation between the system controller and the low flow alarms could not be determined. Reportedly, the patient continues to be monitored for the inflow conduit narrowing and the potentially malpositioned outflow graft, however no further action has been taken. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the patient's system controller was exchanged to resolve the event. No additional low flow alarms have occurred since the system controller was exchanged. The patient continues to be monitored for the inflow cannula thinning and outflow graft malposition but no further action taken.